Event description:
It was reported that, during a trauma surgery, after placing the d-rad ti 2.4mm x 14mm ctx scr t7 s-t had to be changed to a shorter 12mm one after seeing it under the x-ray as it looked very long. The procedure was successfully completed without delay using a smith and nephew back up device. Patient was not harmed.

Manufacturer narrative:
Additional information was received for this event. Reference to sections: b5, g3, h2.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible probable cause could include but not limited to procedural variance, size of device or user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a trauma surgery, after placing the d-rad ti 2.4mm x 14mm ctx scr t7 s-t had to be changed to a shorter 12mm one after seeing it under the x-ray as it looked very long. It was unknown if there was any delay. Patient was not harmed.